Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis, as listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use (IFU), is listed as a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, 60% stenosed, distal right coronary artery. Although the initial angiogram of the deployed stents (3.0x48 mm xience xpedition distally and 3.5x48 mm xience xpedition proximally) showed good flow to the distal vessel, there was unrecognized atheroma/thrombus that had formed in the distal stent and after post-dilatation with an nc trek balloon catheter, no-flow was observed due to the thrombus which required thrombectomy and medications for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.